Event description:
USA. Allegedly, during routine expansion, there was difficulty aspirating and subsequently injecting fluid through the port, requiring the use of multiple 21-gauge needles to successfully access the port and complete the routine fill. At this point, the serial numbers involved are unknown. No patient demographics, such as weight, or ethnicity, were provided by the reporter. Efforts to gather additional information are ongoing, and the investigation remains in progress.

Manufacturer narrative:
Per our directions for use, each patient must receive the establishment labs s.a. ¿motiva implants®: information for the patient¿ during her surgical consultation, it is the surgeons´ responsibility to ensure that the patient completely understands the information regarding the risks, benefits, and recommendations associated with silicone gel-filled breast implant surgery, as well as the complications typical of any type of surgery. This document is available in motiva® website: IFU.motiva.health. The instructions for use in the directions for use were reviewed to determine if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable on the section of surgical precautions as follows: for patients with tissue expanders, serial expansions should be initiated after the incision has healed, which is typically 2-3 weeks after the surgery. The volumes of serial tissue expansions and the intervals between them are determined by the surgeon on a per-patient basis. Patient discomfort and tissue tightness are the primary concerns taken into consideration. The patient should be carefully monitored during each session for any signs of adverse reactions. If any signs of tissue damage, abnormal skin pallor (e.g., blanching), erythema, edema, pain, or tenderness are observed, filling should immediately stop until the etiology is determined, and the problem solved. If signs persist, the device must be removed. If you are concerned about the stability of the wound, inflate just a little to fill the pocket space, without applying tension to the tissue. Filling volumes during each session, intervals between filling sessions, and total expansion time may vary because they are highly patient and procedure dependent. Filling procedure. A) inflation is accomplished by using sterile, nonpyrogenic, isotonic saline, preparing the skin, and inserting a 21g winged infusion set (recommended) or a standard hypodermic needle into injection site. Ideally, the needle should enter perpendicular ± 30° to the top of the injection site. B) penetrate the injection site until the needle is stopped by the needle stop. If injections are made on or outside the injection site, leakage can occur. The calibration of the motiva flora® port locator before this point is crucial to avoid an error in locating the site. Also, a complete review of the DHR was carried out, no deviation was found in the process, so it is established that there is no evidence of a relationship between the event and the manufacturing process.